Event description:
It was reported that a veress cannula was used for superior lateral outflow portal during routine acl surgery and it broke intra-operatively. The broken off tip was noticed on routine post-operative x-ray 10 days later. The pt returned to the operating room to remove broken tip.

Manufacturer narrative:
The device appears to be in transit from the facility, but we have not received the device as yet. An eval will be sent to FDA when the device is received and the investigation is complete.